Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer noted the screen went blank after no interaction. Customer noted the device will only do this when programming a bolus. The customer was advised to disconnect from the insulin pump, a replacement insulin pump will be sent out, and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.